Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a broken prograsp forceps instrument in universal surgical manipulator (usm1). The customer stated that a tip joint was hyperextended, and the customer was unable to pull it through the trocar. The customer stated that they were using another instrument to try to straighten out the prograsp instrument. The tse informed the customer that they could also evaluate removing the trocar with the instrument together. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument portion near tip got extended more that required and it did not go back. The instrument was intact but as the tip portion hyperextended, the movement/articulation was not proper. Nurse could not clarify more about motion. No loose component was noted on the instrument. It was removed along with trocar. There was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .